Event description:
Additional information received included an MRI which describes, "there is edema involving a rib posterior to the implant with a potential nondisplaced rib fracture" and "within the visualized portion of the liver there are several small t2 hyperintense foci which do not demonstrate enhancement, most likely cysts. Findings suggest a very small right pleural effusion/fluid at the anterior aspect". These events have been reviewed by medical professional and deemed not related to the device. Device has been discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.